Event description:
Event description cpi received information that this patient had twiddler's syndrome. As a result of the patient's constant manipulation of the implantable cardioverter defibrillator (ICD) this endotak transvenous defibrillation lead became damaged. The physician elected to remove and replace the lead.